Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro silicon jaw boot fell off the jaw. The reporter stated this may be due to the harvester keeping it on for long periods of time. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
The device was returned to cardiac surgery on (B) (6) 2010, for investigation. A supplemental report will be submitted when the investigation is completed. (B) (4)